Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6) year-old, female patient who was receiving lioresal 500mcg/ml at 78.77 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2016, an empty pump alarm occurred because the patient missed a refill. No patient symptoms were reported. The hcp was going to refill the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.